Event description:
Five minutes after the trevo device was deployed, the device was retracted and the physician noted that the device did not come back in a 1 to 1 fashion, instead the device came abruptly and in small increments. After the first pass, a small clot was removed which allowed flow to the contra lateral vertebral artery. Physician unsheathed the trevo device for a second pass and after waiting for 5 minutes he pulled again. During this pull, physician experienced greater resistance. After the completion of this pass, physician noticed a perforation in the fourth ventricle off of the posterior inferior cerebellar artery (pica). Patient did not experience adverse reaction due to the bleed. At this point, physician stopped the procedure and left the clot in the basilar. Physician felt that there may have been some underlying stenosis in the vessel.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for trevo pro 4, lot numbers, 35731, were reviewed and no anomalies were found that are related to this complaint.